Event description:
A nurse reported a fluid leak from the catheter extension set. The leak occurred after treatment. The patient was given vancomycin and gentamycin prophylactically. The patient's effluent remained clear.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. See related medical device reports: 8030665-2013-00918, 00919, 00948, 00949, 00950 and 00967.